Event description:
It was reported that the patient had a cholesteatoma eroding the cochlea. It was planned to cut the electrode lead, leaving the electrode array in the cochlea for future re-implantation, remove the implant package and clean out the mastoid. However, whilst cleaning out the mastoid, the electrode array was accidentally removed from the cochlea. Reportedly, no insertion electrode was available at the clinic to keep the cochlea open. Re-implantation at a later date is considered. The patient was explanted of the device on (B)(6), 2015.

Manufacturer narrative:
(B)(6). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.